Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the insertion procedure, while tearing micro-introducer user found it was not breaking it was very hard to break so she had to pull out the mi and inserted PICC manually. No patient impacted and there were no serious injuries that occur to the patient during procedure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel is confirmed to be manufacturing related. One photograph of a 4.5 fr microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microintroducer that failed to peel correctly. One half of the microintroducer was observed to have a plastic ring remain around the catheter at the t-handle after peeling. The root cause of this improper break appears to be manufacturing related. Photos of the sample were forwarded to the bd manufacturing facility for further evaluation. Bd is working to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.